Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the cardiac tamponade and subsequent death could not be definitively determined based on the information available. There was no report of any device malfunction. The physician states, "the ivl catheter was oversized for the # 7 distal of reference 2.5 mm, which caused the vessel rupture. The lesion was eccentric circumferential calcified and #6 was reference 3.0 mm. The image that shows the ivl catheter was being dilated revealed the vessel rupture occurred at the #7 distal lesion, indicative that the ivl balloon was observed to be dilated in a good shape with no narrowing.". Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 3.0mm coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery. The distal lesion showed 2.5 mm reference observed via optical coherence tomography (oct). The ivl catheter delivered 20 pulses at 4 atm. Prior to the 3rd cycle of pulse delivery, a vessel rupture was observed. A ryusei 2.5×20mm balloon was inflated for 4 minutes for hemostasis and a pk papyrus 2.50×20mm covered stent was implanted using a 7 fr. Guiding catheter. The collateral (diagonal branch 2) of the treatment lesion was blocked and fluoroscopically disappeared. After bleeding stopped, the ivl catheter was reinserted to deliver an additional 40 pulses within the lesion. The physician was aware of the off-label use of reinserting the catheter. A xience skypoint 2.75×28mm drug-eluding stent (des) was implanted to overlap the papyrus covered stent. This was followed by oct and post dilation of the stent using a non-compliant balloon catheter (nc bc) to complete the procedure. There was no ivl device malfunction reported. The index procedure was completed on (B)(6) with no issue after vessel bleeding was stopped. A few days after the procedure, the patient's condition suddenly changed, and an angiography was conducted. The left ventricular (lv) image revealed a rupture of the heart. At the site where the pk papyrus was implanted, blood flow was observed from the lv to the lad and the patient deceased of cardiac tamponade on (B)(6). The physician states, "the ivl catheter was oversized for the # 7 distal of reference 2.5 mm, which caused the vessel rupture. The lesion was eccentric circumferential calcified and #6 was reference 3.0 mm. The image that shows the ivl catheter was being dilated revealed the vessel rupture occurred at the #7 distal lesion, indicative that the ivl balloon was observed to be dilated in a good shape with no narrowing."